Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer's reference number: 2017865-2021-15755. It was reported the patient presented in the emergency room. Upon review of merlin.net transmissions, it was observed the patient's implantable cardioverter defibrillator was sensing noise on the right ventricular lead. The patient's device was interrogated to check high ventricular rate episodes. The patient's device was reprogrammed. The patient had no symptoms reported.